Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using a pinnacle anterior/apical pelvic floor repair kit, the physician placed three of the mesh leg assemblies of the pinnacle device successfully. However, the physician experienced difficulty placing the last mesh leg assembly into proper position and had to make multiple throws through the sacrospinous ligament, which caused the suture to fray. The physician was finally able to properly place this last mesh leg assembly through the ligament, and as he was adjusting the position of the dilator, the suture (with the needle at the end) detached. The detached suture piece and the needle were reportedly captured inside the capio cage and did not fall loose into the patient. The physician then threw a stand-alone capio suture (type unknown) through the sacrospinous ligament, removed the mesh leg assembly with the detached suture and needle from the ligament, tied the capio suture to this mesh leg assembly, and completed the procedure with this amended device. There were no complications to the patient, who is reportedly "fine" post-procedure. The patient was also implanted with a lynx suprapubic sling system during this procedure.

Manufacturer narrative:
(B)(4)